Event description:
It was reported that the patient experienced inadequate pain relief from their spinal cord stimulation (scs) leads. The physician was not certain if the lead position changed but noted that the leads were placed more cephalad than usual. The physician also mentioned that the lead position could have been a factor in the reduced pain relief effect. The patient requested the leads be upgraded. Therefore the patient underwent a revision procedure in which the leads were replaced with a paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: date approximate. Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 19918951. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 19918951 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief from their spinal cord stimulation (scs) leads. The physician was not certain if the lead position changed but noted that the leads were placed more cephalad than usual. The physician also mentioned that the lead position could have been a factor in the reduced pain relief effect. The patient requested the leads be upgraded. Therefore the patient underwent a revision procedure in which the leads were replaced with a paddle lead. The patient was doing well postoperatively.